Event description:
During a cataract extraction procedure, this phacoemulsification handpiece would not work properly and the tip was found to be dented. Another handpiece was used to complete the procedure.